Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in the system logs, the 32056 and 1123 errors were found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where the current was found to be failing on yaw axis. The complaint regarding an unrecoverable error was confirmed by failure analysis. The probable root cause of the reported issue can be attributed to a fault on the yaw searchlight printed circuit assembly (pca) and flat flex cable (ffc) within the affected usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the customer reported to technical service engineer (tse) that error 32056 occurred after system power on. The error was unable to be recovered. The customer disabled universal surgical manipulator (usm) arm 3 to continue as a three-arm procedure. The procedure was completing with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.